Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear abrasion, creases fold, deformation device and weight to the specification. Voids in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Health professional reported a right side rupture, capsular contracture, baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.